Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A mitraclip xtw was prepared per the instructions for use (IFU). A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt was then inserted and advanced to the mitral valve. However, when the clip arms were opened, the clip advanced beneath the valve, and the clip became caught in chordae. Troubleshooting was performed to remove the clip from chordae but was not successful. Therefore, the clip was deployed where it was stuck, attached to both leaflets. The procedure was completed with two clips implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement associated with the clip advancing beneath the valve resulting in clip becoming caught in anatomy could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.